Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported the transmitter stopped working and was not responding to being charged or connecting to the insulin pump. The customer also wanted to know the transmitter warranty status. Troubleshooting was not performed and informed that the transmitter was out of warranty. No harm requiring medical intervention was reported. The transmitter will remain in use and will not be returned for analysis.